Event description:
It was reported that about 5 weeks after a transurethral microwave treatment procedure, a rectal fistula occurred. The physician successfully completed the procedure with a targis system. Five weeks after the treatment, the physician noticed a rectal fistula had occurred. The pt was treated with a foley. No further pt injuries or complications were reported.

Manufacturer narrative:
No device will be returned, therefore, no direct product analysis will be available. The device history record was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met its specifications at the time of release. As no device was received for analysis, it is not possible to determine the root cause of the event.